Event description:
It was reported that during bph procedure two fibers failed. The first fiber failed at 0 joules and 0 mins of use due to "fiber not recognized by laser" reported. The second fiber failed at (B)(4) joules and 9 mins of use due to "broken fiber during procedure" issue was reported. The fiber tips (caps) of both the fibers were cleaned during the procedure. The procedure was completed using third fiber. Patient outcome: no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): there are no signs of fractures at fiber tip; the glass cap bevel edge and metal cap are not aligned; the glass cap cannot rotate within metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the fiber was tested with hene laser fixture, there are no signs of breakage along length of fiber; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Probable root cause: based on the device analysis, the 'as reported' issue "fiber broken/cracked/fractured" could not be confirmed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.